Manufacturer narrative:
Concomitant medical devices: product ID: 3889-28, lot# va01gba, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that there was a por (power on reset) code. A por message appeared upon interrogation the day of call. Patient reported having difficulty and the caller thought it was constipation. Caller was unaware of any emi sources, recent surgeries, or potential causes for the por. A representative will be visiting the clinic next week and might be able to reprogram the patient. Symptoms reported were difficulty and constipation. Unknown if a sudden or gradual change in therapy/symptoms. She did not known when the symptoms first began. The patient was indicated for fecal incontinence and gastrointestinal/ pelvic floor.